Event description:
Customer reported that the power cord insulation was broken. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the sys and replaced the power cord. Sys operates as intended.